Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse removed the analytical module and performed a minor preventive maintenance (pm) and replaced all pinch rollers, pulleys, aspirate probes and tubing. The fse cleaned the incubator belt track. The fse verified that the wash arm alignment was within specifications. The fse performed a routine system check and high sensitivity system check; high sensitivity system check failed due to multiple fliers. The fse removed and cleaned the aspirate probes and replaced dispense probes #3 and #5. The fse primed the system and repeated high sensitivity system check which passed within system specifications. The fse performed assay quality control (qc) and all results were within the customer's established ranges. The unit conformed to the manufacturer's performance specifications. Pinch rollers, pulleys. All related medwatch reports: 2122870-2012-00080, 2122870-2012-00081, 2122870-2012-00082.

Event description:
The customer reported elevated troponin I (accutni) results, for multiple patients, involving access 2 immunoassay system. This is report number two of three. Subsequent testing produced lower results. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.